Event description:
It was reported that the plunger doesn't slide on the device. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional in h3, h6. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, handles cracked, tube drive bent, carriage block worn split nut, flange gripper retainer cracked, flange gripper wiper seal cracked. Calibrated. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the syringe front cover/case. A review of the device history record showed the device had a manufacture date of 31oct2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the plunger doesn't slide on the device. No additional information was provided. There was no patient involvement.